Event description:
It was reported that when the customer programs a 0.3 prime to fill the cannula, the insulin pump actually delivers 0.8 units. The customer has noticed this a few times. The caller did not have the insulin pump with him at the time of the call, therefore troubleshooting could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.